Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction: blurred vision is not a pae according to the rsa and h6 component code (imager) and medical device problem code (poor quality image) for the event were inadvertently selected on the initial. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, although we could not specify the root cause of the suggested event, the cause for the described issue was likely due to excessive use. It is highly probable that the errors are due to the effect of excessive mechanical force caused by an impact or fall. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the telescope "oes elite", 4 mm, 30°, hd, autoclavable had the locking pin break and had blurred vision. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: the locking pin was found broken. The following non-reportable malfunctions were found during the device evaluation: the vision was burred due to the internal lens being broken, the insertion tube is deformed and there is a bend in the insertion tube. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.